Event description:
It was reported that patient was not getting good pain relief and in (B)(6) 2011, his catheter was revised. Following revision, patient got some pain relief; however, in (B)(6) patient once again noticed that he was not getting good relief. It was further added that the patient had at least two refills where there was a volume discrepancy. On (B)(6) 2012, he was brought to the operating room for a pump replacement. Drug delivered was dilaudid 5mg/ml along with marcaine 15mg/ml, and it had been decreased to 0.25mg/day in anticipation of pump removal by the pa (physician assistant). When in the operating room, it was found that the catheter was patent and aspirated easily. The pump was replaced. Dilaudid was diluted and placed in new pump at 2.5mg/ml and 0.12mg/day. Patient recovered without sequel.

Event description:
It was reported the cause of the event was a motor stall and catheter break/tear/hole. The cause of the stall was unknown. A catheter revision was performed; the catheter was replaced. It was noted there was no injury.

Event description:
Additional information: it was later reported that the event was due to "pump fail" and premature battery depletion. It was added that all of the 40ml of the drug was noted at a refill date. Patient was hospitalized; was without injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4). Analysis results of the returned pump were not available as of the date of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.